Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet screen developed two cracks after the device detached from a loose belt clip and struck a bed frame, after which the touchscreen became unresponsive while the pump continued to deliver insulin, and a replacement was provided with return instructions. Symptoms included no reported adverse health effects and no changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting, education on data sync and device shutdown, and logistical coordination for device return. Investigation of this case revealed a cracked or broken display consistent with mechanical impact damage leading to loss of touchscreen function while core pump functions remained operable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from external impact.